Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A gross visual inspection and microscopic inspection were performed and revealed no issues. Functional testing of the actual sample included leak testing, clear passage testing and clamp function testing; these tests revealed no issues that could have caused or contributed to the reported issue. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a transfer set and uv assist device. It was difficult to place the transfer set in the left groove of uv assist device. The uv assist device emitted strange noises while making connection with an unknown product and stopped, resulting in misspike. The patient was able to complete therapy after having difficulty using the uv assist device. There was no patient injury or medical intervention associated with this event. No additional information is available.